Manufacturer narrative:
B3: event date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had been therapeutic. An echocardiogram (echo) was completed during hospitalization; the echo was after the events and log files were obtained. The patient had frequent premature ventricular contractions (pvcs) and bigeminy. The patient had severely reduced left ventricular systolic function; left ventricular ejection fraction (lvef) was less than 20 % and the left ventricular cavity was mildly dilated measuring 6.1 cm. The right ventricle was dilated with at least moderately reduced systolic function. Intraventricular septum was leftward. There was mild tricuspid regurgitation (tr) and trivial aortic insufficiency (ai). The patient's central venous pressure (cvp) was 3 mmhg. Speed increased to 6300rpm with complete closure of the aortic valve. Tr was worse. Speed dropped sequentially to 5800rpm and 5500rpm. The aortic valve still would not open.tr was improved. Septum was more midline. The final speed was 5800rpm. Pacemaker (pm)/ implantable cardioverter defibrillator (ICD) was seen in the right atrium (ra)/ right ventricle (rv). The patient was admitted with dizziness, high mean arterial pressure (maps) and multiple left ventricular assist device (lvad) alarms. The patient's anti-hypertensives increased with improvement in low flow alarms. Then the patient had seizure activity witnessed by the nurse, so neurology was consulted. The patient had previously been on keppra for known seizures, so neuro added lacosamide. Unfortunately, the patient had less than 30 beat runs of supraventricular tachycardia (svt) so lacosamide and keppra were transitioned to briviact. Patient still had complaints of dizziness and weakness that they attributed to their neuro meds. Ramp echo was performed with the physician. Speed was dropped to 5800 and 5500, but no matter what speed, speed drops occurred constantly to the lower speed limits. After being asked to ambulate the patient said they felt worse. Right heart catheterization (rhc) was performed the following day and patient had low filling pressures and needed to be given 2 liters of fluids. 4d CT (as a repeat from previous from sep2025) once again showed stenosis of the proximal lvad outflow cannula most likely related to twisting. When reviewed with surgery team at committee agreed that the outflow would need to be addressed eventually but not currently driving clinical picture. Lvad speed dropped to 5500 rpm with backup of 5200 rpm and patient said they felt much better. Was counseled that they might be taking their diuretics when they were actually dry. Additionally, patient had not been able to go to their neuro day rehab and many of their symptoms that were affecting their quality of life seemed to be tied to sequela of their previous subdural hematoma. Ordered placed for ambulatory neuro day rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in and out of the emergency room (ER) for frequent low flow alarms along with dizziness. The patient called and noted the alarms had been more frequent the last few days. The patient was brought into the clinic for interrogation and mean arterial pressure (map) was checked. Map was 102 and pulsatility index (pi) was 4.7. The patient set speed was 6000 rpms however was in a near constant state of 5800 rpms while hooked up to the system monitor. Upon interrogation only pi events were seen. A computed tomography (CT) scan was performed with the findings of a stable hemodynamically significant stenosis of the proximal outflow cannula related to twisting and intraluminal thrombus. There was a stable minimal weblike stenosis of the middle segment of the outflow cannula, at the level of the xiphoid process. The distal outflow cannula and the cannula-aortic anastomosis were normal in caliber. Log files were submitted for review and captured 123 pi events from 12:59 to 13:40.

Manufacturer narrative:
A2: patient age, corrected. Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was confirmed via the submitted images. A specific cause for this event could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed through the submitted log files. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events on (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurological dysfunction, cardiac arrythmia, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia, and neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.